Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. While we are unable to confirm the specific nature of the reported event, retain sample of the fg kit (material # 552102, lot #0061540983) was pulled for physical testing of the included catheter (material #s7506145, lot #0061541458). The catheter was physically tested per specification for functionality and subjected to leakage/occlusion testing. The sample functioned as intended and the reported defect could not be replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch number: mw5069695. Patient status post right chest wall resection. Anesthesia to place epidural for control. Pressure test used and when epidural cath was attempted to be placed it would not advance. When removed from needle it was frayed and broken in two. No injury reported.